Manufacturer narrative:
Investigation summary : customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that they found several false positives and a bd technician was at location to install the shorting boards. Bd remote assistance did not find any other message and the device was running error free. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.